Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced 2 infusion set leak event on 27-may-2024. The infusion set was in use for less than 2 days for both issues. The glucose level was 400 mg/dl. No further information available.